Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pelvic pain, erosion, organ perforation, [incontinence] recurrence, bleeding, dyspareunia, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh on (B)(6) 2023. As reported to coloplast, though not verified, according to additional information received, the patient with this device experienced incomplete bladder emptying, hematuria, irregular bleeding, vaginal bleeding, severe abdominal cramping and emergency department visit for lower abdominal pain.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pelvic pain, erosion, organ perforation, [incontinence] recurrence, bleeding, dyspareunia, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh on (B)(6) 2023.